Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing on stored electrograms (egm) and te right atrial (ra) lead exhibited undersensing at times during the atrial tachycardia/atrial fibrillation (at/af) events per atrial channel markers, no atrial electrograms (egm) is available, only egms available are can to rv ring and rv tip to rv ring. It was noted that the patient was deceased during the interrogation unrelated to the leads issues. The rv and ra leads remain in the patient. No patient complications have been reported as a result of this event.